Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the open reduction and internal fixation of posterior lumbar surgery, when the surgeon tried to tighten the cap it was noted that the nail was in loose. After further inspection, it was determined that the universal head was separated. The surgeon had to change another device to complete. There was no report on patient injury this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. Device was used for treatment, not diagnosis. Additional common device names: mnh, mni, kwq, kwp. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the complaint relevant dimension on the d6.0 matrix screw 04_632_620_1 was found to meet the specifications. The screw head body and the collet still are assembled showing wear and damage caused during the mechanical overloading situation described in the event description. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.